Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an "overheat". However, upon receipt, it was noted that the fan guards were filled with dust. This could cause an over temperature alarm if the fan guards are not cleaned according to the instructions provided in the operator's manual. The manual instructs the user to "inspect the fan guards, on the bottom of the unit, for debris that might impede air flow. Remove guards by unscrewing the 4 retaining screws and clean, with soap and water, if necessary. Make certain the guards are not damaged. Let the fan guards dry before reinstalling." The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that the case was completed successfully and that there was no harm to the patient. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that the unit "overheated" in the middle of a procedure. The machine was replaced with another ri-2 that was on standby. The patient was not harmed.